Event description:
It was reported that the patient was feeling stim in the wrong location. The patient was implanted with the interstim therapy yesterday - (B)(6). The patient turned stim on. The patient felt stim where the implant was and not "down below". The patient tried increasing stim but still was only feeling stim in the area of the implant. When the patient held the antenna on the implant she could feel the "thumping" but when she moved her hand she stopped feeling the "thumping". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09wps, implanted: 2013-(B)(6), product type lead. (B)(4).